Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was t-wave oversensing. An event was stored, but was untreated. Boston scientific technical services (ts) discussed a qrs decrease that caused oversensing, but also noted that something triggered an increase in rate (could be sinus tachycardia), but then the rhythm appeared to return to normal. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported. The field representative was contacted and confirmed that the patient was seen and treadmill testing was done. They were able to get the patient's heart rate up to 150 bpm on the treadmill, but was unable to reproduce any changes with any of the vectors like they were seen on the stored episodes that charged and diverted a shock, which was also at rates of 150 bpm. The patient stated he was on a new medication at the time of the diverted shock and has since been discontinued. The field representative was not certain if the medication had anything to do with the stored episode. The physician was made aware that no changes were seen from treadmill testing and no programming changes were made. No further episodes have been observed.